Manufacturer narrative:
(B)(4) 2015 11:33 am (gmt-4:00) added by (B)(4): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(6).

Event description:
The hospital reported that before a coronary artery bypass procedure, hs iii proximal seal was loaded and was cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. The device showed no signs of clinical usage and no evidence of blood. The seal and the tension spring assembly remained in the inside of the loading device. The seal was cracked along the first and third row of the outer edge. The slide lock was engaged. The plunger was not depressed on the delivery device. The following measurements were taken: the inner delivery tube diameter, outer delivery tube diameter and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was confirmed cracked seal during loading. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that before a coronary artery bypass procedure, hs iii proximal seal was loaded and was cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.